Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2007. The lens was explanted in 2007, due to a refractive surprise. The lens was exchanged with a different diopter lens.